Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va0a2md, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
(B)(4): a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a power on rest (por) message on her patient programmer (pp). When asked about an trauma or falls that could be related to the issue the patient reported that she had fallen on ((B)(6) 2016 respectively) and then she saw the por message on (B)(6) 2016. The patient was advised to follow-up with her healthcare provider and when the patient stated that she did not currently have a healthcare provider a list of nearby physician was provided to the patient. A follow-up letter from the patient indicated that her physician determined that the leads were broken and would need to be replaced, a surgery is planned, but no date was provided. No patient symptoms were reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they notified their physician about the por on (B)(6) 2016. They mentioned that they were unable to resolve the por, and needed to have an operation on (B)(6) 2017 to repair the "cables" as they had fallen forward on their stomach. The patient stated that the fall led to the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.